Manufacturer narrative:
Lot number: - 18j022, 18k034, 19c001, 19d061, 19e015, and 19e057. Thirteen single-use devices were received for evaluation. For nine devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the nine returned devices. The devices were found to be conforming product. Two devices were received for evaluation without a blue winged luer cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening an in-house blue winged luer cap onto the luer. During and after fill, no signs of a leak were observed from either device. The reported condition was not verified. The devices were found to be conforming product. For one device, visual inspection revealed that the device had leaked. Further inspection revealed that the cause of the leak was due to detached tubing at the solvent-bonded junction of the stressmember. The entire tubing line was completely detached from the solvent-bonded area of the stressmember. Microscopic examination showed a trace of solvent on the tubing. The reported condition was verified. The cause of the detached tubing was determined to be a manufacturing issue. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 14 </noe> malfunction events. It was reported that fourteen (14) small volume infusors leaked prior to patient use. Twelve devices leaked from the blue winged luer cap, one device leaked due to the administration tube separating from the stressmember, and one device leaked from an unspecified location. There was no patient involvement. No additional information is available.